Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir and no delivery alarms. The customer's blood glucose level at the time of incident was 157mg/dl. Troubleshoot was conducted. The customer declined to return the set and reservoir. The customer was advised to monitor device and call back when issues return.